Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported the patient experienced an infection at the ipg site. As a result, on (B)(6) 2025, the physician preformed a site washout, collected cultures for testing, and initiated antibiotic therapy to manage the infection.

Manufacturer narrative:
A patient experienced a possible infection at the ipg site was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.